Event description:
It was reported that the leg extension was hanging up. This could result in an injury or fall due to the additional exertion used while attempting to remove the extension. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The leg extension release button was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.